Event description:
Approx 9 years ago pt underwent a mastectomy followed by reconstruction on the right side with a silicone gel implant. She has a severe capsule contracture with deformity at this point and elected to have the implant removed and tram flap placed.